Manufacturer narrative:
As received, a partial lead measuring 6.4 cm was returned for analysis. Electrical testing that could be measured did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies with the exception of procedural damage. Device manufacture date was unavailable.

Event description:
Related manufacturer reference number: 2017865-2021-26947. Related manufacturer reference number: 2017865-2021-26958. It was reported that a patient death occurred without clear information as to whether the death was to the related implantable cardioverter defibrillator. The cause of death was ischemic cardiomyopathy. No additional information was available.